Event description:
Product purchased at Walmart,(b)(6) via husband (b)(6) purchased online.Previously used said product, these adult diapers did NOT have rapid dry channels asstated on box. Patient/ consumer developed rash due to severe leakage of urine, whichhad not occurred when previous product was used / UPC: 00030772244821 (The Procter& Gamble Company Always Discreet Always MaxiProtect - Reimagined Adult Diapersfor Women L, 24 CT ).